Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was notified of a patient with a possible type 3 endoleak. Patient's initial implant date was done in 2013.

Event description:
Clinical was able to confirm the successful secondary endovascular procedure (unknown date) with a non endologix stent to correct the type 3b endoleak.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical was able to confirm the successful secondary endovascular procedure (unknown date) with a non endologix stent. In addition, sac growth was noted on (B)(6) 2017. The type 3b, as reported was not confirmed by clinical. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was the use of strata material. Although there was no overt radiographic evidence of a fabric breach. Multiple type ii endoleaks may have been responsible for the sac growth (procedure related). The patient was discharged home on the first post operative day. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.